Event description:
It was reported that the customer experienced a ¿high¿ blood glucose (bg) level. The cause was unknown and a specific bg value was not provided. Reportedly, the customer administered a manual injection to address bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.